Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a physician via our affiliate in (B)(4). This report involves a patient who was administered sculptra in (B)(6) 2005 (dosage and indication were not reported). Medical history and concomitant medications were not reported. A physician states that he has a patient who has some post injection lumps. The patient was injected in (B)(6) 2005. In (B)(6) 2006 the patient presented with six lumps in the perioral region and was treated with injectable steroids. In (B)(6) 2007 the patient presented with four lumps in the same area. Once again treatment was provided with injectable steroids. The patient further presented with two lumps in (B)(6) 2007 to the same region. The physician has advised the patient to wait and see what happens. The reporter's causality assessment was not provided. Addendum for follow-up received on (B)(6) 2007: additional information indicates the patient's medical history includes developing nodules after restylane injection. The physician stated that the original nodules had been settling after steroid injection and time, but they have flared up again after injection of radiesse on (B)(6) 2007. Concomitant medication includes profeme (skin rejuvenation). The patient's physician stated that the patient was first injected with sculptra on (B)(6) 2005 (5 ml dilution volume) in the cheeks, perioral and glabella regions. The second treatment was on (B)(6) 2007 (5 ml dilution volume) in the perioral glabella, nasolabial fold regions. The physician reports that the patient had previous similar events after treatments with other products.